Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The customer did not provide any error description. During initial evaluation of the product (26050ca inner sheath for resectoscope) it was found that there is a loose adhesive bond at the ceramic beak and the beak has come off from the sheath. No negative impact in state of health reported.